Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the stomach during a robotic laparoscopic sleeve gastrectomy procedure, on one of the fires dividing the stomach while the staple reload was articulated, the reload articulated back to center in midst of the firing of the staple. The device in question was used to complete the procedure. There was no patient injury.